Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
System was explanted due to hematoma developed post implant, then wound dehiscence developed. Pocket tissue was sent to lab to check for infection. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.